Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 3 cm abdominal aortic aneurysm. The vessels were not tortuous and had moderate calcification with the right side being more diseased. The bifurcated stent graft was implanted via the left side, and the right side was pre-dilated to enable delivery of the contralateral limb. An ipsilateral extension was also placed on the left side just above the hypogastric artery. The physician used two different reliant balloons to post-balloon all the grafts. It was recommended to use a "weaker" balloon due to the vessel disease and calcification; however, the physician was ballooning with a reliant balloon fairly aggressively half-inside and half-outside the ipsilateral extension limb. The balloon popped (but did not burst), and the pt's blood pressure started to drop, as the left external iliac artery was ruptured. Two atrium balloon-expandable stents were placed to seal the rupture and ended up covering the left hypogastric. The blood pressure was restored (see MFR# 2953200-2010-01661). The reliant balloon was discarded. No add'l clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4): eval results: (moderately calcified and disease vessels), (arterial trauma/dissection/perforation), (balloon).